Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to deliver shock while in use on a patient. No patient death or serious injury was reported.